Event description:
Patient was status post open reduction, internal fixation of the left hip has been persistently painful and the fracture line persistently visable on x-ray. Patient admitted for redo of orif.